Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot code of other devices listed in this report: cat# 623-00-36e, lot# ripmje, description: trident 0 x3 insert 36mm ID. It cannot be determined which, if any of these devices may have caused or contributed to the patient's cracking/squeaking noise.

Event description:
It was reported that, "when the patient walked the hip would make a cracking/squeaking noise. During the revision surgery the head was replaced with a metal head and new liner. During surgery physician could not truly understand what was causing the problem. He felt a liner and head exchange would solve the problem. Xrays unavailable."